Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that holter monitoring demonstrated atrial oversensing and ventricular capture with atrial output at multiple times of the day.~~~~~~~~